Event description:
A user facility nurse reported that during a treatment on a meridian hemodialysis machine, the pt experienced chest pains, dizziness, and shortness of breath. It was reported that microbubbles were observed in the venous lines going to the pt without an air detection alarm. The treatment was stopped. The pt was placed in the trendelenburg position, administered oxygen and then fully recovered. The bloodlines were re-primed and the treatment was completed without incident on the same machine. Treatment parameters consisted of a 450 ml/minute blood flow rate and 700 ml/minute dialysis flow rate.